Event description:
Reporter alleged blood glucose measured 305 mg/dl and customr took 15 units of insulin instead of normal 24 unit dose due to the timing being before breakfast. It was stated 30-45 minutes later customer was unable to be awakened and speech was slurred however when reporter attempted to test, a flashing "off" appeared on the screen. Reporter stated treating customer with some jelly and then customer woke up where a retest on the meter read 69 mg/dl however the time of delay of treatment until obtaining the result was not provided. Reported indicated treating customer with juice and a soda where within another 20-30 minutes meter read 77 mg/dl. No medical treatment was reportedly sought or received. A request was made for the return of the suspect device and replacement product was sent.